Manufacturer narrative:
Visual evaluation of the returned device found a brown fluid inside the catheter. Further examination noted the catheter was kinked in several sections in the middle of the device. The complaint was confirmed, a brown fluid was noted inside the catheter. The fluids used during manufacturing are colorless and would not change to a brownish color similar to the one found in the complaint device. Furthermore, it is difficult to determine the type of manipulation applied to the device by the customer. The review and analysis of all available information failed to indicate a definite root cause of this complaint and is therefore undeterminable. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during unpacking, a discoloration, what appeared to be a brownish fluid, was noted inside the plastic sheath. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during unpacking, a discoloration, what appeared to be a brownish fluid, was noted inside the plastic sheath. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.